Event description:
It was reported that the 9600 system would intermittently freeze up, no fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Representative was unable to duplicate any lockups. However, review of the error logs indicated overload faults. Cleaned and regreased hv cables, adjusted kv overshoot and replaced footswitch. It was also noted that the hard drive needed to be replaced. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.